Event description:
Sorin group (B)(4) received a report that the gas blender has displayed an error code on multiple occasions. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The gas blender was returned to sorin group (B)(4) for evaluation. During the evaluation, the issue was reproduced and traced to one of the internal circuit boards. The problem was resolved by replacing the circuit board. Although testing of the circuit board did not find any problems, the board was scrapped for safety reasons. The repaired gas blender has been returned to the customer and no further issues have been reported.